Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator did not rewarm. Product was not changed out. Surgery was successful.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).